Manufacturer narrative:
Device received with no button response due to moisture damage to keypad traces. Unable to verify motor error or no delivery due to keypad not responsive. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to press and received motor error. The customer's blood glucose level was unknown. The customer also reported that the buttons less responsive and no delivery alerts. The device will not be returned for analysis.